Event description:
The pt reported that her pump was replaced in 2005 before she knew about a second granuloma. A previous granuloma was diagnosed in 2002 - see manufacturer's report #: 6000030200702569.